Event description:
Livanova USA inc. Received a report related to the disconnection of the y connector placed in the outlet line of the arterial filter. The issue occurred during priming with flow at 6 lpm. The line was re-connected by the perfusionist and the circuit used for the surgery. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova USA inc. Manufactures the perfusion pack. The incident occurred in annapolis, maryland. From customer point of view it seems that the line was not bonded as it should be. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: according to drawing of the involved custom pack and the information provided by the customer, the disconnection occurred between the y connector code and the arterial filter outlet tubing, that should be bonded together during manufacturing. Unit was not available for investigation. The review of the complaints database identified that no other similar incidents were notified for concerned batch, neither a concerning trend was detected. Based on the available data, the most likely root cause of the complained event was an improper assembly of the arterial line to the connector, likely due to insufficient application of solvent in manufacturing. To prevent re-occurrence, the manufacturing personnel has been involved in a dedicated training meeting to discuss the specific event.